Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she thought the device in her "butt" had moved. The patient stated it was not where it was before. The patient stated that she tried communicating with the patient programmer (pp) but she is getting the poor communication screen. The patient stated they noticed the implant had move in (B)(6) of 2016. The patient stated that she had two brain surgeries and 1 sciatic nerve surgery, and the patient stated that all three surgeries were no related to the device. The patient stated that she had a upcoming appointment with their healthcare professional on (B)(6) . The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.